Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(6).

Event description:
Five patients identified in a journal article experienced perioperative thromboembolism at two years post-implantation. There has been no further information provided and the patient outcome is unknown.